Event description:
It was reported that the clinical study patient experienced allodynia which was mild in severity. A lidocaine patch was applied. The physician assessed the event to have a possible relationship to the procedure and unlikely related to the device.

Event description:
It was reported that the clinical study patient experienced allodynia which was mild in severity. A lidocaine patch was applied. The physician assessed the event to have a possible relationship to the procedure and unlikely related to the device. Additional information was received that the patient experienced allodynia in the right upper buttock.